Event description:
It was reported that the "cannula was not fit for purpose". There were bumps on plastic straw of cannula, some of which wiped off and others didn't. Patient involvement is unknown.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.